Event description:
Starmed glove removed from box by rn. Rn noted glove to be ripped. Defective glove not saved. This is a recurring problem. The manufacturer has been notified. Multiple affected product samples have been returned. The problem continues. Multiple lots within multiple catalog numbers are affected. Manufacturer response for healthcare glove, (brand not provided) (per site reporter). Quality event report submitted to manufacturer.